Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported alert/error was missing. Caller stated during the catheter filling, the pump stopped without any alert/error message. No adverse event reported. Requested return of the alleged device for evaluation.